Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was starting a few months ago the patient had to charge their implant every other day. Patient wanted to meet with a manufacturer representative to reprogram the implant. Pt said it slowly worked its way to charge more frequently in the last few months. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient service offered to provide patient nas phone number but declined since their hcp would not call it since the pt wanted to meet with a rep outside of an appointment. Pt said they had another appointment in a month and would have to wait then.